Event description:
Facility reported a minor blood leak on a tenth reuse dialyzer. 1/28/2000 called complainant. Rptr is off for the day, left a message. Will call again on monday (1/31/2000) to get further info. Estimated blood loss is 80cc. No medical intervention. Sample is available for examination.

Event description:
Faciity reported a minor blood leak on a tenth reuse dialyzer. 01/28/2000 called complainant. Complainant is off for the day, left a message. Will call again on monday (01/31/2000) to get further info. Estimated blood loss is 80cc. No medical intervention. Sample is available for examination.